Event description:
It was reported that the user experienced a continuous glucose monitoring sensor that failed to pair after activation, displayed pairing errors, then progressed to a stop sensor message, and subsequently showed a sensor error countdown; the user¿s contemporaneous fingerstick blood glucose was 162 mg/dl, and the user chose to replace the sensor to avoid interruption. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of cgm data availability with user-initiated sensor replacement. Investigation included technical support troubleshooting and user education. Investigation of this case revealed a sensor communication or pairing malfunction that prevented reliable cgm data. It was concluded that the event was related to sensor performance, with resolution achieved through replacement and without clinical harm.